Manufacturer narrative:
Patient weight is unknown.

Event description:
Per complaint (B)(4), during clinical procedure, components could not be seperated.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and h6 to report that the device was not received for analysis.